Event description:
The consumer via the manufacturer's representative (rep) reported pain at the implantable neurostimulator (ins) site. There was pain at the ins site any time she turned the stimulator on. It was very brief, but the patient noticed each time she turned it on. This had been for a couple of months at least. Otherwise, the patient was very happy with the stimulator. No diagnostics or troubleshooting had been performed as of the time of the report. The patient was set to meet with the rep and they would do an impedance check. At the time of the call, the issue was not resolved. No surgical intervention occurred or was planned. Additional information received from the rep on (B)(6) 2016 reported that the patient was seen for normal programming and was getting good coverage. The patient would run the battery down to a discharge state to the point where it would turn off and that's how the patient knew to recharge. They would charge the ins and when they would turn it back on they would feel a momentary shocking sensation at the ins pocket. It was noted that the patient would generally charge the same day as when the ins would discharge, so they were not without stimulation for an extended amount of time. It was also noted that the patient would run all programs at 8.0 volts. The shocking would only happen when turning the ins on after charging; it did not occur when using stimulation normally or when they manually would turn it on/off or switch programs. No falls/trauma were related. Nothing to relate this to the patient being in a certain position was mentioned. The rep ran impedances and everything on electrodes 0-7 were around 1200-1300 ohms, electrodes 8-11 were around 1900-2000 ohms, and electrodes 12-15 were around 1400-1500 ohms. Electrode 11 was greater than 10000 ohms. Electrode 11 was located on the left peripheral lead and the right peripheral lead was located about an inch from the pocket site. Stimulation was increased in the office and when they reached a high level on the right side, the patient would feel uncomfortable stimulation in the pocket. When increased to a high level on the left side, they would feel uncomfortable stimulation at the lead location. Electrode 11 was being used but after the impedance test, they reprogrammed to not have electrode 11 active. X-rays showed no issues and the leads were in the correct position. The rep did not palpate the pocket site at all. They switched programs during the meeting in the office and the patient did not feel any shocking. They also turned stimulation on/off and the patient again didn't feel any shocking but also noted that they would turn stimulation to 0 volts and then ramp up slowly when they turned it on. It was reviewed that, if the ins were shutting off due to discharge, it would be at 8 volts right when the patient would turn it on. Being off for some time could possibly cause the patient to notice the sudden increase in stimulation when turned on. Turning down to 0 volts before discharge or recharging before discharge was recommended. This was noted to have begun about 5 months ago. Indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.